Manufacturer narrative:
Unit passed displacement test and self test including tone check and vibrate check. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unit was monitored for 1 day. No audio/beep anomaly or vibrate anomaly noted. No pump error 63 noted during testing or in the formatted history file. During visual inspection found corroded electronic assembly, moisture damage on the motor and moisture damage on the force sensor. Unit had minor scratched display window, scratched case, cracked case at the battery tube side, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer.

Event description:
Customer reported via phone call that the insulin pump had vibrate anomaly and it was vibrating but they did not find anything. Customer's blood glucose level was unknown. Customer was assisted with performing a self test, insulin pump vibrated during the vibrate test portion of the self test. The device will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.